Event description:
Additional information received reported the ins was working prior to replacement, but when impedances were check contacts 4-7 showed open circuit. It was noted that the connections were checked, but there was no improvement so the 2x4 adaptor was removed and replaced with two 1x4 adaptors. It was further noted that impedances were normal after the adaptor was replaced. It was noted the battery depletion was normal.

Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 64002, lot# n292024, implanted: (B)(6) 2011, product type adapter; product ID 3387-40, lot# j0125631v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot# j0125631v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that an impedance of >40,000 ohms was measured on all pairs using electrodes 4-7. The patient had 0-3 on the left and 4-7 on the right. It was noted that it was ¿like it was not plugged in.¿ preoperative impedances were good and the patient received good therapy. The old extensions were plugged into an adapter which was plugged into the 0-7 port. The adapter setscrews were tightened. The adapter would be replaced. The procedure was intended to be an implantable neurostimulator (ins) replacement only. Extension replacement was considered. Additional information received reported that the adapter was replaced. Impedance measurements following adapter replacement were all normal. It was suspected that the adapter was broken but the reporter was not certain. No other interventions were taken or planned. The patient was doing fine after surgery.